Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 70% stenosed target lesion was located in the moderately calcified proximal left anterior descending artery (lad). The physician attempted to advance the 2.5x20mm liberte monorail coronary stent delivery system (sds) to the target lesion, but the device was unable to cross the lesion. The physician decided to pull the sds back out in order to dilate the lesion and while the device was being pulled back the shaft section broke inside of the catheter. The physician was able to successfully remove the device from the pt. The procedure was completed by dilating the lesion with an unspecified balloon and then an unspecified bare metal stent was implanted. No pt complications were reported. Add'l inf has been requested, but none has been received.